Event description:
The surgeon was performing a makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the kinetis cr total knee implant system as part of an ide study ((B)(4)). The surgeon noticed that two bone pin tips broke off during insertion into the tibia. The surgeon decided to leave the bone pin tips implanted.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. The available pin was not retained for the investigation. It was discarded at the end of the case. The remainder of the pin could not be removed from the patient because the broken pieces of the pin were below the surface of the bone. The failure in this complaint is attributed to patient hard bone and the user not following recommended technique by redirecting the pin off-axis upon insertion. This MDR is being filed because of the bone pin breakage and because the bone pin is also currently available for use in the same manner as with the rio for partial knee arthroplasty under k112507.